Event description:
It was reported that the customer was hospitalized due to high blood glucose. The caller stated that her glucose was low of 20mg/dl; then it elevated to 420mg/d, and five hours later her glucose level went up to 557mg/dl. The caller mentioned that the numbers were ramping on their own. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had unresponsive up arrow button due to corroded keypad trace. No buttons reacting without button press noted.